Event description:
It was reported that the device has been explanted. The surgeon contacted vibrant med-el stating that the connector cable had been manipulated by the patient and it had extruded through the auditory cable. As a consequence, the patient suffered an infection.

Manufacturer narrative:
The device has been explanted and has been returned to (B) (4) where it will be evaluated. When available, a device analysis will be submitted as a follow-up report.